Event description:
It was reported that revision surgery was performed due to infection.

Manufacturer narrative:
The causes for revision surgery can be attributed, but are not limited to infection, poor bone quality, inadequate bone ingrowth, and/or patient anatomy.